Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hgb) results from a single pt that were generated by the coulter ac t diff 2 instrument. The initial hgb result ran on 09/05 was 8.1g/dl (l). The result was reported out of the lab. The pt was sent to the hospital for a possible transfusion. However, transfusion was not given as per additional information provided by the customer. Another sample from the same pt was run twice at a different facility on the same day and hgb results of 13.1g/dl and 12.3g/dl were obtained. The customer then ran the initial sample twice in 2005 for hgb; both of the times the result was 12.6g/dl. No additional information regarding this event was provided by the customer. The customer indicated there was no change in pt treatment that was attributed to or connected with this event.